Event description:
It was reported that the dependent patient presented for routine device change out. After exposure to electro cautery, the pulse generator exhibited an output anomaly. The patient's heart rate dropped from 60bpm to 30bpm. The device was explanted as scheduled. The patient's condition post procedure was fine.

Manufacturer narrative:
(B)(4).